Event description:
It was reported that there was a leak between a heater bag and a heater line during the prime cycle of set up for peritoneal dialysis therapy. The patient was not connected. The heater line kept disconnecting from the heater bag and the patient kept reattaching the heater line and solution kept leaking out. The technical service representative reviewed proper procedure. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted